Event description:
Consumer stated that the clamp on locking mechanism broke on the raised toilet seat making it unstable. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 1301rts, serial number/date code (B)(4). The owner's manual part number 1167433 rev a (apr-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the clamp-on locking mechanism on the 1301rts raised toilet seat allegedly broke, making it unstable. Replacement part is on (B)(4). No injury alleged.